Manufacturer narrative:
Concomitant prod: pelvicol 2cm x 7cm 1.0mm (lot# unknown), pelvicol 4 x 12 cm (lot# unknown) if information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary incontinence, stage 2 cystocele, and stage 1 rectocele. It was reported that after the implant, the patient experienced an unspecified adverse outcome.